Event description:
Info received indicates the side rail will not latch.

Manufacturer narrative:
The technician discovered the side rail was missing a shoulder bolt. The technician replaced the shoulder bolt to repair the bed.